Manufacturer narrative:
(B)(4). D9a: implant date - 2009. G2: foreign - canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately 14 years post implantation due to tibial component fracture. It was noted that the doctor believes that the break was due to fatigue over time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found it to exhibit signs of being implanted nicked / gouged / foreign material and is fractured. Sem analysis shows that the implant has a fracture caused by fatigue. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.